Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a missing retainer ring. Unable to lock a test sc1-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: missing retainer ring, missing reservoir tube o-ring, crack in the battery tube threads, cracks in the select, down, up, and right keypad buttons. After battery installation, a blank display was noted. The case was cut open. The pcba1 j7 aa battery connector popped out of its socket. After plugging the pcba1 j7 aa battery connector back into its socket, the pump was able to boot up normally. The software version was then able to be obtained. In summary, the customer¿s report of a crack in the case on the reservoir tube side was confirmed during visual inspection. The blank display was due to an unplugged aa battery connector. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack along the reservoir compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer reported crack on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device returned.